Manufacturer narrative:
The reported event was confirmed through review of device history logs. The gas supply line became disconnected as the user was transporting the patient. Spectrum medical advises users that if a patient must be moved, pressurized fittings should be utilized to prevent such issue from affecting patient safety.

Event description:
User reported an event in which the gas line disconnected during a case. The patient experienced cardiac arrest and immediate circuit change.